Event description:
Sorin group received a report that the roller pump displayed an error on during set up. There was no report of patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the roller pump stopped displayed an error during set-up. There was no report of patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.